Event description:
It was reported during a surgery, the surgeon used the aculoc2 plate and inserted the locking screw when the driver tip broke. The surgeon removed the broken piece. The surgery was completed with no delay. No other adverse patient consequences were reported. There are 2 related report numbers for this event 3025141-2024-00196 and 3025141-2024-00197.

Manufacturer narrative:
Manufacturing and inspection records for the 1.5mm hex driver tip, locking groove (part number 80-0728, batch 353542) was reviewed, and no anomalies were found. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.